Event description:
It was reported that the lead exhibited no capture at 7.5 v, and r-waves were approximately 2.0 mv. The patient had developed complete heart block (chb). The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.